Manufacturer narrative:
(B)(4). One used pillcam dr3 cradle was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
According to the customer, the pillcam dr3 recorder is not being recognized by the computer. Customer reset the dr3, uninstalled the driver, restarted the computer and the issue still persisted. The customer proceeded to plug the cradle into a second computer with the rapid reader software and the cradle began to spark when the cables were plugged in. Customer then unplugged the cables immediately. There was no harm to the user.